Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock during a procedure in which cautery was used prior to the implantable cardioverter defibrillator (ICD) being deactivated. It was determined the ICD oversensed the cautery noise. The ICD detections were programed off before the case proceeded. After the case the ICD detections were resumed, and the ICD remains in use. No further patient complications have been reported as a result of this event.